Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp2302 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a catheter I placed on a (B)(6) in the forearm the guide wire advanced there was blood return in the catheter, the catheter threaded smooth and when I hit the button the guide wire got hung up on the catheter and kinked it under the skin and I had to pull back on both for the needle to fulling retract. Placement technique: ultrasound guided. Was there any patient harm reported? No harm, just additional needle poke for placement. Weight: about (B)(6). What they¿re being treated for: work up for abdominal pain.